Manufacturer narrative:
The return of the device is pending. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. Expiry date: 6/2020.

Event description:
It was reported that approximately two years post port placement in the right internal jugular canal, the catheter allegedly demonstrated under imaging a break and the distal segment migrated into the right cardiac cavities. It was further reported that the migrated segment was recovered in interventional radiology. The current patient status is unknown.

Event description:
It was reported that approximately two years post port placement in the right internal jugular canal, the catheter allegedly demonstrated under imaging a break and the distal segment migrated into the right cardiac cavities. It was further reported that the migrated segment was recovered in interventional radiology. The current patient status is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged broken/migrated catheter as no objective evidence has been provided to confirm any alleged deficiency with the catheter. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include pinch off, flexural fatigue, and chemical degradation; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Expiry date: 6/2020